Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall off test. The cause for the failure was isolated to a burned orange (+5v) wire in the trunk cable. The root cause for the burned cable was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.